Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the hospital to rule out potential thrombus. The patient had an elevated lactate dehydrogenase (ldh) level in the 500 u/l range and urinalysis with 2+ blood. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted system controller log file dated from (B)(6) 2017 through (B)(6) 2017 appeared to show the system operating as intended. The pump speed remained above the low speed limit for the duration of the log file and no atypical alarms were captured. The patient remains ongoing on lvad support and no further related issues have been reported. Attempts were made to obtain further information from the hospital; however, no further information was provided. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.